Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject test strip vial was labelled as containing 50 test strips but, on opening, only contained 25. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.